Event description:
Customer reported the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep reseated various pcbs as a preventative measure. System operates as intended.